Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause a communication error. No communication error was observed during downloading and resetting of the device. The exact cause of the reported dislodged cannula and communication issue could not be determined. The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula damaged. The download data did not show any timeouts or drive stalls during the run.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged and obstructed cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 5 and 24 hours. When removed from the infusion site, the pod's cannula was found to be dislodged and obstructed by insulin. The pod gave a communication error. Treatment information was not provided.